Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty during deployment and the clip detachment from the posterior leaflet, which required intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. Grasping was performed, but was noted to be difficult due to the rotated heart. Grasping was successful, with an mr reduction to 1-2; therefore, deployment was started. When the actuator knob was pulled back, the clip did not release and it appeared that the mandrel was not parallel with the clip. The m-knob was released and the cds moved quickly medial (m knob moves the cds quicker with the nt device than with the original cds). With this movement, the clip released from the cds, but the clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips (one lateral and one medial) were implanted for stabilization of the slda clip. A total of three clips were implanted, reducing the mr to 1-2. The patient was clinically stable throughout the procedure, and after. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to deploy clip was not confirmed during returned device analysis, as a proxy clip was able to deploy with no issues. The reported device operates differently than expected (mandrel not parallel with the clip), failure to adhere or bond to the leaflets and incomplete coaptation could not be replicated in a testing environment, as it was related to procedural conditions and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The event was further reviewed by an abbott vascular medical affairs director. The reviewer indicated that the single leaflet device attachment (slda) (incomplete coaptation) occurred following a maneuver (release of m knob) which may imply that the initial grasping was insufficient. Operator technique and possibly patient anatomy have played an important role in this event. All available information was investigated and a definitive cause for the reported difficulty to deploy resulting in device operates differently than expected (mandrel not parallel with clip) and incomplete coaptation (slda) could not be determined. It is possible that the rotated heart resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following trouble shooting maneuvers to deploy the clip; however, this cannot be confirmed. The reported failure to adhere or bond to the leaflet appears to be related to patient morphology/pathology due to the rotated heart. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.